Manufacturer narrative:
The reported o2 concentration low alarms were not reproduced during test of the returned air gas module in a reference ventilator. No alarms were generated during ventilation, but oscillations on the pressure and flow curves were observed. It was revealed in the production test system for gas modules that there were oscillations caused by a drift in the electronics. If oscillations happen during ventilation, the patient may receive a higher amount of oxygen in the gas mixture than expected. A higher flow and pressure may also be generated. No device logs have been received. Why the electronics has drifted, could not be determined in this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator gave alarm every 10-15 minutes indicating low o2 concentration. There was no patient harm. (B)(4).